Event description:
Rn was trying to start an IV on the patient (using a 24 ga x 0.75 in bd insyte autoguard bc IV). She was unsuccessful. When she pulled out the needle + catheter, she saw that the plastic catheter covering the needle was ripped on the tip. It was all there, just ripped. The needle and packaging were put in a biohazard bag and given to manager. FDA safety report ID# (B)(4).